Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss over one hour occurred. Data was received, but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.